Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display during a battery change attempt. Customer used three batteries to get it to work properly. Customer does not recall any significant events leading to the error. Customer's blood glucose was 82 mg/dl at the time of incident. Troubleshooting advised customer to discontinue use of the device if problem persists and revert to a back-up plan per doctor's instruction.